Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the battery compartment was observed to be cracked near the top, below the bumper pad and between the bumper pad and top. Unrelated to the original complaint, the pump case was observed to have a crack in it near the lower right corner of the display. Additionally, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.